Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with a thoracic aortic aneurysm that was treated with three conformable gore® tag® thoracic endoprostheses. The post-implantation aneurysm diameter was 61mm. On (B)(6) 2018, follow-up cta imaging showed an aneurysm diameter of 68mm. An endoleak was not reported and the cause of the aneurysm growth is unknown. The patient tolerated the procedure.

Manufacturer narrative:
Patient code 1 updated 3191 and conclusion code updated to 50.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with a thoracic aortic aneurysm with a reported pre-implantation aneurysm diameter of 63mm. The patient was treated with three conformable gore® tag® thoracic endoprostheses. On follow-up cta images, dated (B)(6) 2016 and (B)(6) 2017 the aneurysm diameter was reported to be 61mm. On (B)(6) 2018, a follow-up cta imaging showed an aneurysm diameter of 68mm. The cause of the aneurysm growth is reportedly unknown. No endoleak has been identified. The patient is going to be monitored and no reintervention to treat the increased aneurysm is planned.